Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that she was having a power issue on her onetouch ultralink meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter issue started on (B)(6) 2017. She stated that she manages her diabetes with insulin (self-adjuster) and there is no evidence that she took any action in response to the alleged meter issue. The patient reported that one week after the alleged meter issue began, she developed the symptom of ¿feeling sick¿, she denies receiving/requiring medical treatment for the alleged symptom. At the time of troubleshooting, the csr noted the patient no longer had the meter. Based on the information provided, there was no misuse of the product, and the batteries did not need changed. The csr noted that the test strips being used were not the correct ones for the ultralink meter. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.